Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to a shocking impedance measurement greater than 200 ohms. A boston scientific technical services consultant documented the clinical observations and discussed troubleshooting. The patient was brought into the clinic for non-invasive programmed stimulation (nips) which was successful. Additionally, the lead was reprogrammed right ventricular coil to can. No additional adverse patient effects were reported.